Event description:
There was no patient involved in this event. Pad pak failed software upgrade.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first was installed by the customer on the 28th march 2012. Investigation did not confirm a fault with the device or any component in the device. The device performed to specification throughout testing. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.